Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that after the pump was worn while swimming, the display screen went blank but the pump was still emitting alarms. The reporter stated that the battery was replaced but the screen still remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the pump powered on with a clear legible display screen. The pump was observed to have moisture visible behind the display screen. A leak test was performed and the pump was found to be leaking from a crack in the pump casing. The pump was opened and moisture damage was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.